Event description:
Additional information was received from the patient and the healthcare professional (hcp): the patient stated the uti was not related to the underlying condition and they had an increase in frequency of utis. The hcp stated the patient had utis prior to implant and that the uti was related to the patient's underlying condition. It was unknown if the uti was resolved. The patient had been on antibiotic in the past. The hcp stated the device/therapy did not cause or contribute to the uti.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient stated that since the patient had the interstim implanted, they have had a series of urinary track infections. It has been probably year and half to two years (when started to experience the uti's). Patient stated they get urinary track infections on a regular basis, and can't tolerate the antibiotics. The patient is hitting a wall because the antibiotics turn her upside down and loose everything. Patient stated that before the implant they didn't have urinary track infections. Patient stated they've currently had an infection over a month now. Patient stated they are very sick and needed some research on if there is a correlation with interstim and urinary track infections. Patient saw their doctor last month. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.

Manufacturer narrative:
H6 updates - codes e1310, b20, c20, d14, f12, f2303, g07002 no longer apply. No injury or malfunction was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the hcp repeated that the implanted device did not cause or contribute to the utis. Patient was previously on antibiotic therapy as well as antibiotic suppression prior to getting the device.